Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the housing. This occurred after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 13-14, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, showed one drop of fluid located next to the fill port area. It was unknown where the drop of fluid originated. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.